Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be due to patient conditions (thin leaflets). Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Delay to treatment/therapy was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtw (lot: 31208r1043) was chosen for implantation. The clip was implanted lateral a2-p2 reducing mr to grade 2+. A second mitraclip xt (lot: 31113r1053) was then implanted medial to the first clip to further reduced mr to grade 1+. After deployment, there was an increase in mr to grade 4+ and a tear in the posterior leaflet medial to both clips was suspected. There were no reported device malfunctions. The clips were stable on both leaflets. There was reportedly a clinically significant delay. On (B)(6) 2024, the patient was discharged with residual mr grade 2-3+.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.